Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charged couple device (ccd) could not be determined. The event can be prevented by following the instructions for use which state: ·"do not strike the camera head. The camera head may be damaged. ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the charged couple device (ccd) was defective. Additional non-reportable findings are as follows: kinks on the cable, the connector was cracked and failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head picture cut out during use. The issue was found during preparation for use; however, the intended procedure was unknown. There was no reports of patient injury or harm.